Event description:
Customer found not acting right. Device =199 mg/dl. Customer was taken to the hosp. On the way to hte hosp, device =22 mg/dl. Hosp gave customer orange juice and breakfast. Customer remained at the hosp for 1.5 hours and was released 3 hours later when glucose =189 mg/dl. No controls were used. A request was made for return product and replacemetn product was sent.